Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an adverse event occurred with an enteral access peg tube. The customer reports stoma site infection and bleeding at the feeding tube stoma site. The patient had oozing of bright red blood. The patient was hospitalized over the weekend and was started on anti-coagulation medication. The patient was discharged on sunday and the duopa medication was started on monday with the neurologist. The patient was doing okay on monday after a visit from the nurse. The patient has a history of dysphagia. The customer is using the peg j tube.

Manufacturer narrative:
A review of the device history record (DHR) could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples submitted with this complaint. Complaint shall be reopened if a sample is received. The reported condition by the customer could not be confirmed. According to the investigation, the most likely root cause of this issue is if this product is used in patients with sensitivities or allergies to this component. The instructions for use (IFU) state that the use of this product is contraindicated in patients with known sensitivities or allergies to its components. The site could not confirm the issue or if it was related to our product. The current process is running according to product specifications meeting quality acceptance criteria. No corrective actions are deemed necessary at this moment because the reported condition could not be confirmed. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes. On 5/25/2016 the customer informed medtronic that the sample would not be returned because it was still being used by the patient.